Manufacturer narrative:
Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the under delivery is the pump expulsor. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Event description:
It was reported that the dose ordered was 5088mg in 201.76ml normal saline over 46 hours. The dose administered was 2188mg (86.16ml). The dose remaining was 2900mg. The patient came in for a scheduled continuous IV pump discontinue; however, the pump had been stopped. Per the nurse, a patient-reported hearing beeping noise the day before at 1:30 pm, she checked the pump, and it read a high-pressure alarm. But the beeping stopped, so the patient thought it continued infusing. On arrival, the pump was noted to be stopped and read (value not entered). The patient only received 2188 mg of 5088 mg 5fu dose. No additional information is available. No patient injury was reported.